Event description:
When the ventilator unit was first attached to the patient (in msicu) and turned on, it made a high-pitched noise and the air volume and airway pressure were noted as maximum on the meter scales. Then both readings dropped rapidly to zero and the unit would not cycle. The respiratory therapist took the patient off the unit and replaced it with a functioning ventilator immediately. The ventilator was supposed to have been examined and tested as part of the g.e. Medical systems preventive maintenance program. The ventilator was checked after the device failure by the facility's biomedical equipment department and was returned to siemens (the manufacturer) for evaluation. There is no history of this problem with this model of ventilator at this facility, and no extraordinary circumstances were surrounding the patient's condition or care of the patient at the time of the event. The facility reports they continue to use the ventilator. They comment that the ventilator was returned to siemens and they are awaiting follow up.